Event description:
The product complaint shows the customer alleged the audible alarm was not working. The customer replaced the alarm assembly and the unit passed its performance test and was returned to service. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.